Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
Reported via journal article. It was reported that perforation of the artery occurred. A rotawire and a rotablator burr were selected for use. During a rotablation procedure of the left main coronary artery (lmca) and left circumflex artery (lcx), perforation of the ostial left circumflex artery (lcx) occurred. Multiple attempts of balloon tamponade were done along with a non bsc covered stent deployed from the proximal lcx into the lmca. Subsequently, an acute exclusion of the left anterior descending (lad) artery from the coronary circulation was observed. A dual lumen catheter and stiff wire was advanced through the side port towards the occluded lad to fenestrate the membrane of the covered stent. In addition, a series of balloons used to dilate the fenestration in the covered stent to restore a normal flow. No further patient complications reported. Treatment of rotablation-induced ostial left circumflex perforation by papyrus covered stent and its fenestration to recover the left anterior descending artery during chip procedure. Catheterization and cardiovascular interventions 2019: 93(6) p.e331-e336.